Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user sought to return the ilet pump after experiencing difficulty manipulating the connector and challenges with supply changes due to limited eyesight. The user discontinued use and requested instructions to shut down and restart the device. Symptoms included anxiety and unintentional weight loss. Outcomes included user discontinuation of therapy and request for education and support resources. Investigation included complaint handling with user counseling on device operation and referral to training and 24-hour support, as well as internal escalation to the field team. Investigation of this case revealed user difficulty with handling the connector and process-related anxiety, with no device alerts or alarms reported and no technical malfunction confirmed. It was concluded that the event was related to user handling and usability challenges rather than a confirmed device failure.